Event description:
It was reported that a patient was hospitalized due to fluid overload coincident with peritoneal dialysis (pd) therapy with the homechoice cycler. It was reported prior to the event, the cycler had not completely drained in the initial drain and moved onto the first fill. Therapy volumes were unknown. The patient experienced symptoms of feeling too full and shortness of breath. It was reported that the patient does not always check weight and blood pressure prior to pd therapy. While hospitalized, the patient was dialyzed and approximately 2000ml of fluid was taken off. There was no other treatment for the event. The patient recovered and has had no further problems. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device passed all incoming tests. A short simulated therapy was performed and completed successfully. A review of event logs revealed no drain volume that meets or exceeds the current iipv criteria for the last therapy performed. The evaluated device had no failures or malfunctions that were identified that could have caused or contributed to the reported difficulty. The device meets specification for the reported issue. Device and service history reviews were performed with no issues noted.

Manufacturer narrative:
(B)(4). Additional information: it was clarified that the fluid overload was an exacerbation of congestive heart failure (chf). The patient was hospitalized for chf for two days prior to the event of feeling overfilled. The patient recovered from exacerbation of chf.